Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging his daughter's onetouch ultralink meter was displaying a battery indicator after the battery had been replaced. The complaint was classified based on the customer care advocate (cca) documentation. On approximately (B)(6) 2012 at 8:00pm, the reporter stated the alleged issue began. The reporter stated his daughter uses humalog insulin pump therapy to manage her diabetes. The reporter stated the patient made no changes to her usual diet or activity level on the day of the alleged issue. The reporter claimed the patient did not develop any symptoms after the alleged issue began. The patient was able to use a back up ot ultramini meter to obtain results, and treated herself accordingly with insulin. At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was not the first time the meter has been used. The cca documented that the subject meter battery had recently be replaced. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The reporter did not provide any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.